Event description:
Pt with acute diverticulitis underwent exploratory lap with colon resection and small bowel resection with end to end anastomosis on 6/23/97. On 6/30/97 CT abdomen showed presence of abcess for which drainage tubes were placed on 7/1/97. The following ethicon staplers were used during surgery, tl-30, tl-60, tl-75. Since this incident occurred an add'l unrelated pt experienced similar post-operative complications. Each pt had a different surgeon.